Event description:
It was reported that the user experienced leaking at the infusion site and cartridge after two site changes, which was associated with performing supply changes outside of the recommended procedure and not completing the process by filling the cannula and resuming insulin delivery, consistent with an incorrect procedure related to the infusion set and cartridge components. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an incorrectly attached connector, consistent with improper or incorrect procedure involving the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.